Event description:
It was reported that the speaking valve was sticking to the tracheostomy tube, making it very hard to separate. This also happened with the ventilator tubing. The main incident reportedly occurred when the child needed emergent suctioning to remove mucus that had suddenly come up. The mother had difficulty removing the speaking value to allow her to suction the child. This scared the mother who reportedly was very upset. She no longer wants to use this tube but wants to go back to the ped tracheostomy tube. There was no reported patient harm nor was there any reported medical intervention. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The tracheostomy tube was returned for investigation. A visual inspection was performed and found all the components were assembled properly. A dimensional test was performed and the sample was found to be within the approved range. The guidelines and manufacturing controls were found effective and properly implemented to identify the reported malfunction. The reported malfunction was not confirmed in the returned sample. The product involved in this complaint is part of a field safety corrective action (fsca). The reported malfunction for this complaint is not part of the fsca . However the product has been recalled for a different issue.